Event description:
(B)(4). Reason(s) for revision: night pain, restricted range of motion, function impaired. The hip was dry and the surrounding tissue macroscopically normal.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a revision due to cup loosening and pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Type of product: unknown. Side hip to be revised: left. Reason(s) for revision: night pain, restricted range of motion, function impaired and the hip was dry and the surrounding tissue macroscopically normal. Update received: 2nd july 2013 - added patient reference number: (B)(6), patient name: (B)(6), added product type: asr resurfacing system and reason for revision: pain. Update (B)(6) alert received. Added head product and corrected hospital.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update - two files were duplicated with crawfords - have now changed the 47 reference number from (B)(4). (B)(4) is an invalid ref number. See email dated 1st dec 2015. Filled out all mw fields, manufacturing and expiry dates. Added additional reason for revision taken from scf dated 24th nov 2015 . Reason(s) for revision: component loosening.